Event description:
The customer called and reported that the buttons on the insulin pump stopped responding and a button error alarm was received. Customer's blood glucose was 83 mg/dl. No significant events leading to the alarm or keypad issues were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarm was noted. The pump also had a cracked case at the display window corner, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.